Manufacturer narrative:
(B)(4) - enlarged incision. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found. Conclusion: the intraocular lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Manufacturing record review: the device manufacturing records were reviewed and showed no deviations. - diopter measurement records from this particular lens was verified and showed to be within specifications. - review of the historical complaint data base revealed that no simular complaints from this lot number were received. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent removal of the lens on (B)(6) 2012 due to the lens becoming dislocated from the capsular bag. The patient required an enlarged incision. It was reported that the patient had a vitreous loss that led to para plana vitrectomy (ppv) at the time of explantation. Another lens was implanted, and no further complications were noted.